Event description:
It was reported that the lens was damaged (haptic was bent) during insertion into the eye. The surgeon enlarged the incision to remove the damaged lens and a suture was placed. According to the surgeon, the prognosis of the pt is good. The inserter that was used during this event is reported under 1119279-2012-00094.

Manufacturer narrative:
The lot history record was reviewed for the lens and there were no non-conformities or anomalies related to this complaint. The product was deemed acceptable for release. No other similar complaints from the same lot have been received. The event investigation is underway.